Event description:
A cook endoscopy solus stent and introducer set were utilized during an endoscopic ultrasound procedure. The intended use for this device is to drain obstructed biliary ducts. The stent was used to drain a pancreatic pseudocyst. During deployment of the stent there was some difficulty. Upon removing the introducer, it was noted that a section of the guiding catheter detached and adhered to the stent. This broken section was located inside the deployed stent as well as the distal end of the endoscope. The section of the catheter was successfully removed when the endoscope was withdrawn from the patient. After removal of the guiding catheter from the endoscope, the guiding catheter was observed to be frayed. Add'l info provided by the user indicated "the procedure took longer but nothing was left inside the patient." The customer reported the status of the patient was good, no harm to the patient and no adverse effects to the patient. The patient did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
The medical facility provided info on this event to FDA via submission of a medwatch report. Reference uf/importer report # (B)(4) for info related to the same event that was provided to FDA by the medical facility. Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. There have been no other similar occurrences during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. However, the product was used for drainage of a pancreatic cyst. The instructions for use list drainage of obstructed biliary ducts as the intended use. Failure to follow the intended use listed in the instructions for use could have contributed to this occurrence. Prior to distribution, all solus double pigtail stent with introducer are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. This observation represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.